Event description:
The pt takes sliding scale insulin based on the meter results. In 2004, prior to testing with the reported meter, pt took a walk. Before breakfast, pt obtained a result of 209 mg/dl on the meter while experiencing no symptoms of high or low blood glucose level. Pt took "20 or 22 units" of humalog 75/25 insulin based on the meter result and ate breakfast. Approximately 1 hour later, pt was very weak, sweating, and had slurred speech. Pt tested with the meter and received a result in the normal range. Pt said the result was either 88 or 114 mg/dl. Based on their symptoms, their family member took pt to the e.r.. The pt does not know what blood glucose result was obtained in the e.r.. An IV was started, pt was treated for hypoglycemia, and admitted to the hospital. While in the hospital, pt received a cat scan, MRI, and a carotid artery scan. Pt stated that their physician was checking pt for a possible stroke, as their speech had been slurred on admission. A stroke was ruled out and pt was discharged to home the next day. The customer care rep. (Ccr) was not able to walk the pt through a control solution test, as the pt did not have control solution. Based on the meter reporting a normal blood glucose result while the pt experienced symptoms of severe hypoglycemia, there is an indication that the meter provided inaccurately high results. The pt experienced severe hypoglycemia after taking insulin based on a possibly inaccurate high result. There is an indication that the meter contributed to the pt experiencing injury and receiving medical intervention. The event meets the criteria for a medical device reportable as an adverse event. The meter and control solution were replaced.